Event description:
Staff met resistance when guidewire met the needle at about 4 inches, pulled back and sheered part of the guidewire. No harm to the pt that they are currently aware of waiting for ultrasound and xray. On (B)(6) 2013, "did the guidewire completely break or unravel" yes, 1 piece completely broke off and retained. Also a section separated and unraveled that was out of the pt enough to be retrieval. "Did this event occur while the guidewire was in the pt" yes. "What were the results of the ultrasound/chest x-ray" retained segment approx 9 mm long. "Was the pt injured or require add'l medical treatment or procedure" yes. X-rays and ultrasound to confirm retained piece. Pt elected to not have the piece and clot it was in removed. On (B)(6) 2013, "did the guidewire completely break or unravel" the wire was in three piece; 9 mm section retained in the pt's arm appears to be lodged in a blood clot that may have been there before the procedure. Section 2 was the main guidewire missing the 9 mm piece and section 3, which is the second sheared off section of wire that unfurled and stayed in the arm after the needle and wire were removed. This portion pulled out easier but looked like the spring on an ink pen stretched out about 14 inches. "Did this event occur while the guidewire was in the pt" yes. Nurse had no idea the wire had sheared or separated until she withdrew the wire and needle as a unit and saw the longer piece staying behind. "What were the results of the ultrasound/chest x-ray" 9 mm foreign body in the arm. Bedside ultrasound by surgeon said it was in a section of blood clot in the cephalic vein. "Was the pt injured or require add'l medical treatment or procedure" elected not to have surgery to remove the fragment. She did have a jugular central line placed to continue her 2 weeks of antibiotic therapy. "Was the pt injured or require add'l medical treatment or procedure" elected to not have the piece and clot it was in removed. "Did the event cause a clot formation that required removal" we think the pt had an existing clotting clot in the arm causing the resistance to advancing the wire. Pt refused surgery to explore and remove the wire since it was in the clot and from f/u x-ray did not migrate. Physician explained risk to her but at her age didn't want it done.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.